Event description:
Catheter separated from the strain relief and the strain relief pulled out of adapter.

Manufacturer narrative:
Additional information has been requested from the reporter and at this time none has been received. Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. Received one used 1.9 fr was received for analysis. The returned unit was received in three pieces. Portion 1 consisted of the luer/hub; catheter tubing was over the bushing within the luer. The tubing had a slightly jagged break and the small cracks were present on the luer. Portion 2 was the lavender strain relief; no damage was noted to this portion. Portion 3 consisted of catheter tubing approximately 31.3 cm in length. The area of separation had damaged, jagged uneven edges with a slight flaring present. Conclusions: the engineer confirmed that area of separation exhibited jagged uneven edges and a slight flaring. The damage present is characteristic of a separation caused by stress to the catheter. L-cath catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. Per the manufacturing specification a controlled strain relief tensile test sample is tested for strain relief to bushing tensile strength for this specific gauge. (B)(4).